Manufacturer narrative:
A customer in (B)(6) notified biomérieux of discrepant results in association with vitek® 2 gp ID test kit, lot 2420214403. The customer tested a gram positive cocci isolate obtained from a urine specimen using a vitek® 2 gp ID test kit and received an ID result of enterococcus. The customer repeated this test a second time and received an ID result of staphylocuccus aureus, which the customer states was a more appropriate result. An internal biomérieux investigation was performed. The customer did not respond to requests for strain submittal. The customer reported testing the isolate from blood agar. No other set up information was provided. Two (2) lab reports were submitted. One (1) showed an acceptable identification of s. Aureus. The second lab report showed an acceptable identification of e. Faecalis with six (6) atypical positive reactions (amy, novo, cdex, tyra, aspa, sal) for an identification of s. Aureus according to the gp knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain; however, without the strain or raw data, it was not possible to further evaluate the cause of the misidentification. Vitek 2 gp ID test kit (lot # 2420214403) met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results in association with vitek® 2 gp ID test kit, lot 2420214403. The customer tested a gram positive cocci isolate obtained from a urine specimen using a vitek® 2 gp ID test kit and received an ID result of enterococcus. The customer repeated this test a second time and received an ID result of staphylocuccus aureus, which the customer states was a more appropriate result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.